Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during sterilization for an endoscopic vein harvesting procedure, hemopro2 extension cable was noticed to be broken at the connector. Cable was taken out of circulation. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during sterilization for an endoscopic vein harvesting procedure, hemopro2 extension cable was noticed to be broken at the connector. Cable was taken out of circulation. No patient involvement.